Event description:
No other equipment was impacted due to this event. There were no alarms associated with this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was flooding at the bottom of the shower bag. There was no adverse health impact due to this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned shower bag could not confirm the reported water ingress, and a specific cause for the reported water ingress could not be conclusively determined through this evaluation. The shower bag was returned partially zipped with the buckle unsecured and the shoulder strap properly attached. Inspection of the bag was unremarkable and revealed no notable water staining, damage, or wear to any of the seams, zippers, or fabrics that could have contributed to a potential leak. The plastic buckle that secures the shower bag cover was free of damage. The bag was mounted in a sink and sprayed directly with water. Following the test, no visible water was observed inside the bag, and the interior surfaces did not feel wet to the touch, and the reported event could not be reproduced during testing. The patient remains ongoing on left ventricular assist system support with no further related issues reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. A and the heartmate 3 patient handbook rev. C are currently available. The IFU and patient handbook instruct the user to periodically inspect wear and carry accessories for damage or wear. These documents further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ the IFU and patient handbook also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior of the bag should be wiped with a clean, dry towel, and the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.